Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g12049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from the nurse in (B)(6) of peritonitis and clostridium difficile in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced clostridium difficile. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the reported events. Treatment rendered for the events were not reported. The patient was recovering from the events. On (B)(6) 2012, the patient was discharged from the hospital. The dianeal therapies were ongoing. Per the nurse, the events were not related to the dianeal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.